Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was freezing on a black screen, interrogation was slow, and artifacts were sometimes present on the display when freezing. The programmer was power cycled, but the issue persisted. The programmer is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer was freezing on a black screen, interrogation was slow, and artifacts were sometimes present. It was indicated that the programmer powered up with no errors. The hard drive was replaced due to low health percentage. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for service.